Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and the right ventricular (rv) lead was abandoned due to twiddlers syndrome. The ICD exhibited undersensing. The ICD and rv lead were successfully replaced. The ICD is expected to be returned for analysis. No additional adverse patient effects were reported. The ICD was returned for analysis.